Manufacturer narrative:
Technician found loose pins in the communication cable. Technician installed a cable saver to resolve the issue.

Event description:
Technician alleged that the nurse call system was not working correctly. Technician stated that when a normal call is placed using the siderail switches, the master station response is not heard in the expected location.